Event description:
During the surgical procedure, synthes cannulated awl noted to have broken piece. The entire case was done under fluoroscopy and no foreign bodies noted by surgeon. It was confirmed via intra-operative fluoro that the tip of the awl was not left in the patient. Wound was irrigated at the end of the procedure.what was the original intended procedure?treatment of left femur fracture by intramedullary rod.device #1is this a laboratory device or laboratory test?no.